Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after releasing 1/3rd of a 6mm x 150mm samrt flex self-expanding stent (ses), the tip end of the hub was separated, and the stent could not be released any further. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid flat on a tray for product evaluation. During the inspection, a kink was observed approximately 120 cm from the distal tip. The outer sheath was found to be separated about 128 cm from the distal tip. The device was fully deployed, and the stent was not returned for analysis. The hemostasis valve was tightly closed. No other significant details were noted on the returned device. A functional test was not performed because the unit was returned fully deployed and exhibited severe kinking and separation, which impeded the actuation of the hypotube. It was not possible to restore the device to its original manufacturing condition. For a proper functional test, the device must be in its original condition with an uncompromised deploying mechanism. Any kinking, separation, or severe damage prevents the inner shaft from traveling inside the device. The separation area was evaluated using a vision system, which revealed elongations on the edge of the separated material. These elongations are typically associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength before the separation occurred. The reported¿ stent delivery system (sds) deployment difficulty-partial deployment¿ could not be confirmed, as the device was received with the stent fully deployed and not returned. Therefore, partial deployment verification was not possible. Subsequent reports of a ¿luer hub (outer sheath) separated¿ were also not confirmed, as no separation at the hub was observed. Instead, a separation of the outer sheath was noted. Additionally, a kink was observed approximately 120 cm from the distal tip. However, the exact cause of the reported event remains undetermined. Functional analysis could not be performed due to the kinked and separated condition of the device, which prevented the inner shaft from moving freely to simulate deployment. The device analysis concluded that the delivery system was subjected to forces exceeding its material yield strength prior to the observed separation of the outer sheath and kinking. Elongations were evident on the edges of the separated outer sheath, indicating material tensile overload. Based on the available information, it is likely that handling, vessel characteristics, and procedural factors, although unknown, contributed to the events reported by the customer, as evidenced by the analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after releasing 1/3rd of a 6mm x 150mm samrt flex self-expanding stent (ses), the tip end of the hub was separated, and the stent could not be released any further. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after releasing 1/3rd of a 6mm x 150mm samrt flex self-expanding stent (ses), the tip end of the hub was separated, and the stent could not be released any further. There were no reported injuries to the patient. The device will be returned for evaluation.